Manufacturer narrative:
Further information was requested but was not available.

Event description:
It was reported that inappropriate shock was observed on the implantable cardioverter defibrillator (ICD).